Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the service department of olympus india. Olympus india checked the subject device and found that the reported phenomenon was duplicated. The inspection confirmed that the dp circuit board and the dx circuit board were failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the aging failure of the parts on the dp board and dx board.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, there was no output from the sdi and dvi port due to the inner circuit board. Therefore the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.